Event description:
The patient underwent a trial procedure where 2 leads (from the same lot) were placed. It was reported a cerebrospinal fluid (csf) leak occurred during the lead placement procedure. Postoperatively, the patient was unable to feel stimulation. Diagnostics indicated invalid impedance readings and the patient was admitted to the hospital.